Manufacturer narrative:
H10: the manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. It was confirmed that the device was repaired with a battery replacement by a third-party vendor, and the equipment can be used normally without any personal injury. No further information was given by the customer.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator, indicating that the unit had a battery failure. The device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.